Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the time of inserting the foley catheter into the patient and filling the balloon with water, health professional discovered that the balloon had ruptured upon confirming its fixation within the bladder.

Manufacturer narrative:
The reported event was confirmed, cause unknown. The reported failure was able to be reproduced. Visual inspection observed sac burst along lumen without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, the exact cause on how and when problem occurred could not be determined. A review of the device labelling has been conducted for investigation purposed. The IFU was attached in the investigation overview tab. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Corrections made to tab d. Initial reporter complete facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the time of inserting the foley catheter into the patient and filling the balloon with water, health professional discovered that the balloon had ruptured upon confirming its fixation within the bladder.